Manufacturer narrative:
Good faith effort attempts are in progress to try and retrieve the device status, but it has not been obtained yet. E1: initial reporter phone number is (B)(6) reported here as phone number exceeded character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced a cerebral infarction. In relation to a pulse field ablation (pfa) procedure using a farawave catheter the patient experienced a cardiogenic cerebral infarction. The exact timing of the cerebral infarction in relation to the procedure is unknown. The patient was hospitalized and had computed tomography (CT) and magnetic resonance imaging (MRI) scans performed for diagnostics. It is unknown if any medical intervention was performed. The patient was hospitalized for five days before being discharged after the cerebral infarction resolved.